Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value was 71 mg/dl. Nothing further reported.